Event description:
Additional information received identified the patient¿s scs system was explanted sometime in (B)(6) 2017 (exact date unknown).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to communicate with multiple external devices. The patient failed to charge the device as recommended. The patient requested a scs system explant. Surgical intervention is planned to address the issue.

Event description:
Additionally, surgical intervention was undertaken (date unknown) wherein the device was explanted.